Manufacturer narrative:
Examination of returned device was inconclusive. Evaluation of device found evidence that failure mode was likely due to an overload added with an inadequate quantity of screws which may be entrained to an excessive strength on the plate, then imparted to the screws which have broken.

Manufacturer narrative:
The following sections could not be completed due to the part/lot information could be: category number - (B)(4), lot number ¿ dpdbt9, expiration date - mar 31, 2023, manufacture date ¿ mar 18, 2013. Or the part/lot information could be: category number - (B)(4), lot number - dmkcrm, expiration date - sep 30, 2021, manufacture date ¿ sep 13, 2011, or the part/lot information could be: category number - (B)(4), lot number - dmkcrl, expiration date - sep 30, 2021, manufacture date ¿ sep 12, 2011.

Event description:
It was reported a patient underwent open reduction internal fixation due to a periprosthetic femur fracture on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to screws had fractured. The plating system was removed and replaced.